Event description:
The lay user/pt called lifescan (lfs) in 2006,a nd alleged that his meter was prompting an "other" message. The med affairs spec spoke to the pt's wife 2 days later. The pt had not tested on his meter for a few months, she was not sure of the date exactly. He had been feeling "high" and generally unwell during the time of not testing she could not specify what his symptoms were. He continued to take his oral diabetes regimen as prescribed. He visited his physician and was told that his blood glucose was high, no specific results. He was not given any med intervention, however, his oral diabetes medication was changed to a stronger medication. During the initial consersation with the customer svc the reporter allegedly tested and obtained 2 different error messages-not specified. A replacement meter has been sent. This complaint is being reported because the pt stopped testing on his meter due to the "other" message and he subsequently received an increase in medication for high blood glucose.